Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17440074 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, an approach was made from the right femoral artery with a non-cordis guiding catheter. Then a non-cordis guidewire crossed the lesion and a non cordis balloon catheter was inflated. After that, a saber rx 4 mm 10 cm 155 was inflated, however, it ruptured at 12 atmospheres (atm) during its third inflation. The device has been already discarded. The lesion was the left superficial femoral artery. The lesion seemed to be severely calcified with stenosis. There was no patient injury reported and the product will not be returned for analysis. Additional information has been requested.

Event description:
As reported, an approach was made from the right femoral artery with a non-cordis guiding catheter. Then a non-cordis guidewire crossed the lesion and a non cordis balloon catheter was inflated. After that, a saber rx 4 mm 10 cm 155 was inflated, however, it ruptured at 12 atmospheres (atm) during its third inflation. The device has been already discarded. The lesion was the left superficial femoral artery. The lesion seemed to be severely calcified with stenosis. There was no patient injury reported and the product will not be returned for analysis. Multiple attempts were made without success to obtain additional information. Therefore, the file will be processed as no product return and should additional details or the product be received subsequent to the file closure, it will be re-opened and processed accordingly.

Manufacturer narrative:
As reported, a 4x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inflated; however, it ruptured at twelve (12) atmospheres (atm) during its third inflation. The lesion was the left superficial femoral artery. The lesion seemed to be severely calcified with stenosis. There was no patient injury reported. An approach was made from the right femoral artery with a non-cordis guiding catheter. Then a non-cordis guidewire crossed the lesion and a non cordis balloon catheter was inflated. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17440074 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified with stenosis) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.